Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had blank display. The customer's blood glucose level at the time of incident was 90 mg/dl. Troubleshoot was reported to be conducted, but the screen remained blank. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to blank display. Insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked battery tube threads.